Manufacturer narrative:
Evaluation summary: the facility returned the device for service. During service, the baxter repair technician noted that the pump head module failed the accuracy test as over-infusion. The failed accuracy test was caused by a faulty pump head module. The technician replaced the pump head module. The device passed all safety and functional testing. The device has been returned to the customer in operational condition.

Event description:
The facility returned the device for service. During service, the baxter repair technician noted a failed accuracy test as an over-infusion. No additional information is available.